Event description:
It was reported that during a right coronary artery intervention, the rx trek was advanced over a 300 sport guide wire and positioned in the lesion. The 300cm sport wire was removed without issue. Contrast and saline were flushed through the balloon dilatation catheter and the wire was readvanced through the device with resistance. The balloon was used successfully to dilate the lesion and the wire was attempted to be removed, but resistance was met, so the wire and balloon dilatation catheter were removed as one unit. The wire was discarded, but reportedly, it was felt that the resistance was from the balloon dilatation catheter and not the wire. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The hi-torque extra sport guide wire was not returned. Using a proxy guide wire, the reported resistance was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The hi-torque extra sport guide wire referenced is being filed under separate manufacturing report number.